Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils, ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil into the target location and detached it using a handle; however, the ruby coil migrated into the distal gda after detaching. It was reported the physician determined it was safe to leave the ruby coil in place. Next, the physician advanced a new ruby coil into the vessel and attempted to detach it using a handle; however, the ruby coil failed to detach, and the pusher assembly of the ruby coil became stuck inside the handle. Therefore, the ruby coil and handle was removed. Subsequently, the same issue occurred with the next ruby coil and new handle; therefore, both the ruby coil and handle was removed. The procedure was completed using a new ruby coil with manual detachment and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.